Event description:
Additional information received reported that 'something' was revised then it was working fine. On (B)(6) 2012, the patient had the implantable neurostimulator (ins) moved to a different location as the lead wires were not long enough. The patient was back in the office on (B)(6) 2012 post-op. The patient was happy with the device and was receiving effective therapy.

Manufacturer narrative:
Lead model 39565-65, lot # v456860027, implanted (B)(6) 2010, explanted unk; programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4).

Event description:
It was reported that the patient felt a sharp pulsating shocking sensation in her lower back and into her legs. The shocking episodes lasted from 3 to 10 minutes and had occurred 5 times in the last few months. The patient turned the implantable neurostimulator (ins) off during one of the episodes and pain was more manageable after turning it off. Impedance measurements were within normal limits (803 - 958 ohms). There was no known accident or incident related to the event. The shocking episodes had occurred with groups b and c, but not with group a. Group a was programmed with 5,6, 11 as cathodes and 7 12 as anodes; group b was programmed with simple bipole using 7, 8; group c was programmed with simple bipole using 9, 10. Palpating did not cause changes in stimulation, but the episodes usually occurred when the patient was sitting or bending. All episodes occurred when the patient was in her home environment. Shocking could not be recreated in the clinic. The patient had a lot of tenderness around the pocket. With the ins turned off, the patient did not feel shocking. Additional information received reported the ins was reprogrammed to isolate the channels. The patient was going to keep a log of any future incidents and was going to follow up with her physician and manufacturer representative in approximately one month to try all of her groups.